Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon and on the stent implant with no contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon and no damage noted to the stent implant. This is consistent with the reported information that the sds was inserted in to the patient. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The tip length and outer diameters of the stent implant were measured and met manufacturing criteria. Although no anatomical information was provided, it is possible that the sds interacted with challenging anatomical conditions. The analysis of the returned device noted that the shaft was bunched distal to the strain relief tubing for a length of 9 mm. There was no other damage noted to the sds. A balance middleweight (bmw) guide wire was returned backloaded through the sds. The guide wire was frozen in the sds. There were two bends in the guide wire core 24.5 cm and 28.5 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The guide wire was removed from the sds with strong resistance. The returned guide wire was backloaded through the sds with strong resistance at the bunched shaft at the distal end of the strain relief tubing. A full length mandrel was used in an attempt to measure the inner diameter of the guide wire lumen but was not able to advance pass the bunched shaft at the distal end of the strain relief tubing. Because the sds was returned with the guide wire frozen, this suggests there may have been a difficulty to remove experienced during the procedure. In certain circumstances such as manipulation through tortuous and/or tight lesions, heavy torquing, and/or pushing/pulling, clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the guide wire in reduced clearance condition can cause damage to both the sds and guide wire, which may lead to additional interaction between the devices. The noted bunching appears to have resulted from interaction with the sds and the guide wire during removal. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and there is no indication of a product quality deficiency associated with this lot. Although a conclusive cause for the reported failure to cross and the returned frozen guide wire in the guide wire lumen can not be determined, there are no indications of a product quality deficiency. This type of reported event will continue to be monitored. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control (qc) audit inspection is used to verify the product quality.

Event description:
It was reported that the device would not cross. A taxus crossed. No delay in the procedure was reported. No patient effects were reported. Returned device analysis revealed the xience v stent delivery system was frozen on the balance middleweight (bmw) guide wire (and was most likely removed as a system from the anatomy).